Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 319 error was found indicating, node 195 is not present at startup, fault on the axes controller arm (aca) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the aca was inspected, and no faults could be identified. The complaint regarding error 319 on usm 4 was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error was identified on the fourth universal surgical manipulator (usm), displaying error 319. The surgeon decided to disable the fourth arm and continue the procedure with the remaining three arms. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. After a system reboot, the issue persisted on the fourth arm. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system. The system initially powered on without errors. Technical support was contacted after a couple of system reboots. The usm was replaced and will be returned.